Event description:
The customer reportedly obtained a 233mg/dl and 122mg/dl on the accu-chek advantage system within a ten minutes timeframe. No reported symptoms. No reported actions taken or treatment rendered based on the blood glucose results. No adverse event reported. The customer's meter was not coded correctly. New system sent to customer and return requested.